Event description:
A pt was positioned feet first supine to undergo a hip examination. Directly after the examination reddening of the skin was observed. Ten days later the pt reported to have sustained a second degree injury of approximately 7 by 2 centimeter.

Manufacturer narrative:
(B)(4). The device was tested and no malfunction was found. The cause of the injury as sustained by the pt was determined to be lack of distance between the coil cable and the pt's skin. Routing of the cables was not according to instructions and no padding was used to ensure distance between cable and pt was kept.